Event description:
It was reported that a malfunction occurred on the pump, identified by the caller as malf 0. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the cartridge and infusion set/tubing and resumed insulin delivery. Technical support assisted by providing pump reset information, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and contact support if the malfunction reappeared, which they acknowledged and understood.